Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for high and erratic right ventricular (rv) lead impedance measurements. The rv lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.